Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, at the time of deployment of a 26 mm sapien 3 valve by tf approach in the aortic position, the commander delivery system did not inflate at all. The whole system was retrieved from the patient with no issues and patient is doing well.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. The distal portion of the delivery system (guidewire shaft, inflation balloon, nose tip) was returned with a valve crimped on the inflation balloon. No other components were returned. The delivery system was visually inspected and the crimp balloon was torn proximal to its bond to the inflation balloon and not returned. There were also wrinkles on the inflation balloon distal and proximal to valve. Due to the condition of the returned device, no functional testing was performed. The complaint was confirmed by visual inspection. The area distal to the tear could not be measured as that area consists of the bond area and inflation balloon. Since the area proximal to the tear was not returned, no measurements were able to be taken. A review of the affected work orders did not reveal any manufacturing issues that could have contributed to the complaint event. Review of the lot history revealed one other complaint for ¿balloon ¿ torn¿. A review of the complaint history from may 2017 to april 2018 revealed other returned complaints for the edwards commander delivery system ((B)(4) all sizes) for ¿balloon ¿ torn¿. A review of the complaint history revealed that the occurrence rate exceeded the april 2018 control limit for the trend category of ¿damaged¿. IFU, system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. Based on the review of the IFU and training manual, no deficiencies were identified. The crimp balloon was 100% inspected for the distal and proximal inner diameter, wall thickness, and foreign matter, impurities, contamination, fisheyes, and gel spots. During balloon manufacturing, the inflation balloon is inspected. The balloons are 100% inspected for wall thickness and visual defects. Balloons are sampled from the work order for burst testing and additional visual inspection. During manufacturing, the crimp balloon to inflation balloon laser bond was 100% inspected for a smooth bond joint with no gaps between components, bubbles in the bond area, and burns. Balloon inspections are also 100% completed during balloon pleat, fold, and forming process. During manufacturing, the commander delivery system was 100% inspected by manufacturing and quality for defects and cosmetic appearance under minimum 2.85x magnification, fine adjust function, collet engagement (ability to lock), mechanical damage (e.g. Kinks, breaks), assembled device dimensional inspections (distal end of flex tip to distal end of color band; distal end of nose tip to distal end of flex tip; distal end of nose tip to distal end of balloon shaft), and collet/shaft clearance to ensure that the collet does not interfere with the movement of the balloon shaft. Devices are 100% leak tested. Furthermore, all manufacturing lots undergo product verification (pv) testing on a sampling plan. During product verification testing, balloon burst pressure testing was performed on a sampling basis and was measured to have met the statistical acceptance criteria. Additionally, under pv tensile testing, crimp balloon to inflation balloon bond tensile strength was tested. The work order was calculated to have met the acceptance criteria. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. The complaint ¿balloon ¿ torn¿ was confirmed based on visual inspection of the returned device. Since the full device was not returned, the presence of a manufacturing nonconformance was unable to be assessed. A review of complaint history, lot history, manufacturing mitigation, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra. Although characterization of the patient aorta was not provided, if the physician performed the valve alignment process in tortuous anatomy (access vessel tortuosity was described as ¿mild¿), it could result in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially weaken the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a weakening of the inflation and crimp balloon bond. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. As such, the root cause for this complaint may be attributed to patient and/or procedural factors. However, based on available information, a definite root cause cannot be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformance or IFU/training deficiencies were identified, no corrective/preventative actions are required. Although the occurrence rate exceeded the april 2018 complaint trending control limit for ¿damaged¿, no manufacturing non-conformance was identified in the returned device. Additionally, a review of complaints and available information in complaint history review revealed that no product non-conformances or IFU/training manual deficiencies have been identified. As such, pra escalation is not required. However, per management discretion, a pra was previously initiated to assess and document the crimp balloon tear issue and its associated risks. A full list of all nineteen (19) complaints for the commander delivery system trend category ¿damaged¿ from april 2018 can be found in the case file. No manufacturing nonconformance or IFU/training manual deficiencies have been identified in the investigations. The complaint for ¿balloon ¿ torn¿ was confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that patient and/or procedural factors may have contributed to the complaint event. Since no product nonconformance or IFU/training inadequacies were identified, no corrective or preventive action is required at this time. However, per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a pra.